Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the lock bushing and the bearings were missing from the device. During repair, it was observed that the loctite failed, causing the lock bushing to come loose and fall out along with the bearings and spacers. It was further determined that the issue with the bearing stack coming loose was consistent with degradation of the loctite thread locker adhesion to the threaded mating inner locking mechanism components from normal use over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out loctite from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the bearings fell out of the attachment device. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly